Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: 407458, lead; implanted: (B)(6) 2016, model: 457453, lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that phrenic nerve stimulation was discovered at the post-operative check and no lv capture was noted from the left ventricular (lv) lead. A chest x-ray revealed the lv lead pulled back/dislodged. A lead revision was completed, and the lead was unable to be repositioned. The lead was extracted, and an alternate lead was implanted. No further patient complications have been reported as a result of this event.